Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch button was broken. Additionally, it was noted that the unit¿s software should be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button cover on his olympus evis exera iii video system center was found broken during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event took place during a diagnostic procedure. According to the initial reporter, the procedure was completed (details not provided). Patient's overall outcome was also not confirmed - though, reporter did state that the device was able to continue being used until the loaner arrived.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to identify additional information reflected within e2 and e3.